Manufacturer narrative:
E1: reporting address line 1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the display was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the display is blank when the v60 is turned on. The customer took apart the display assembly and confirmed the v60 was using a nec brand light crystal display (lcd). The remote service engineer (rse) provided the customer with the part number for a replacement display.

Manufacturer narrative:
H10: multiple attempts have been made on 12mar2024, 19mar2024, and 02apr2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.